Event description:
Initial surgeon noted white powder on stapler, later cellulitis developed, but no apparent relation. Since then 5 other instances of infections post use of staplers with powder (teflon), relationship not clear.